Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer stated after the analyzer was restarted from the standby it gave an alarm and they discovered the pinch valve tubing was leaking and dripping liquid. The customer changed the pinch tube, ran preparations, a sipper air purge, and a system prime. All quality controls were acceptable. On (B)(6) 2017, the customer repeated 54 samples that had been tested on (B)(6) 2017. Of the data provided, only the results for 13 of the samples were discrepant. The erroneous results were reported outside of the laboratory. The customer sent corrected reports. There was no allegation of an adverse event. The reagent lot numbers and expiration dates were requested but were not provided. The issue was resolved after the tubing was changed. Further investigation confirmed the tubing was the root cause. As the tubing could not be provided for investigation, the specific issue with the tubing could not be identified.